Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusion system lost power to all components. The device was not changed out. The customer prepared to hand crank but decided to reboot first. The perfusion system came on as normal, so they resumed the case. The perfusionist (ccp) checked the battery level and reported it to be twenty-seven percent. The ccp believes he may have forgot to plug unit in. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Per the clinical review on (B)(4) 2013: set-up and preparation of the perfusion system and circuit was without issue. About half-way into cpb at a pt temperature of twenty-eight degrees celsius, the ccp looked down and noticed that all the pumps were stopped and the local displays were dark. He then noticed that the central control monitor (ccm) was also dark, and in effect, the entire system was dark and no support functions were being provided. All other devices and lights in the operating room (o/r) were functioning and there was no indication of any loss of power or "brown outs" in the o/r. The back-up battery (of system-1) did not kick-in. There were no alarms (audible or visual) to indicate any issues. The ccp was preparing to hand crank the arterial pump and he decided to try the main ac power switch. The ccp claims he turned the switch off and then back on and the system booted-up. As power was restored to the pumps, the ccp started the arterial pump first and then the other pumps. The ccp estimated the time off cpb was thirty seconds. As the ccm finished booting up, the safety systems were enabled. The remainder of cpb was without issue and the pt was weaned from cpb in good fashion. The procedure was completed successfully. The pt was transferred to ICU per routine practice and was awake, alert, and responding to commands within a few hours. After the procedure, the system-1 power cord was removed from the wall and the reported battery life was about forty-five percent. The system was removed from service and awaits inspection by the field service representative. The field service representative (fsr) reported the equipment meets manufacturer's specifications.

Manufacturer narrative:
Additional clinical review as of (B)(4) 2013: summarize findings from tcvs field service representative during and after the inspection of the system on (B)(4) 2013. The system logs were collected, the summarizes the system functions during this procedure. The system was "powered up" in the battery mode as the a/c plug was not fully inserted into the ac outlet. The perfusionist did not realize the system was running on battery in spite of audible and visual indicators. A "colored" battery icon is displayed on the ccm and a flashing led is illuminated on the front of the based. These were not obvious to the user, as well as a repeating audible tone (every three minutes) was not recognized by the user. The field service rep found that tape was placed over the speaker of the system and this would have muffled this alert tone. At 11:44 am the system-1 shut down as the battery had been depleted and the logs show the system was powered back up (on a/c power) three minutes later. Thus, cpb was halted for three minutes as troubleshooting was performed to identify the issue. Just before the system power was lost, a visual message, "power shutdown" alarm occurs to warn of a pending loss of power. After cpb was re-started at 11:47, the remainder of the procedure was without issue and the pt was weaned from cpb without difficulty. The perfusion team was informed of the findings from the system logs and they understand the cause of the system shutdown.